Event description:
It was reported that the patient was experiencing severe pain and weakness in the legs following an implant procedure. The patient went to the emergency room (ER) and was admitted to the hospital. A magnetic resonance imaging (MRI) was done, and hematoma was confirmed. The physician believed that the hematoma was not device or procedure related. The patient underwent an explant procedure, and all device components were removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 222854.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141019.

Event description:
It was reported that the patient was experiencing severe pain and weakness in the legs following an implant procedure. The patient went to the emergency room (ER) and was admitted to the hospital. A magnetic resonance imaging (MRI) was done, and hematoma was confirmed. The physician believed that the hematoma was not device or procedure related. The patient underwent an explant procedure, and all device components were removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 222854.

Event description:
It was reported that the patient was experiencing severe pain and weakness in the legs following an implant procedure. The patient went to the emergency room (ER) and was admitted to the hospital. A magnetic resonance imaging (MRI) was done, and hematoma was confirmed. The physician believed that the hematoma was not device or procedure related. The patient underwent an explant procedure, and all device components were removed and discarded by the medical facility.